Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿. ¿9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities¿. ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus. - it is unknown if there was a delay in the start of pre-cleaning. - the air/water nozzle was flushed with water and air. - there were no abnormalities in the accessories used for reprocessing. - the air/water nozzle was wiped/brushed with clean lint free cloths, brushes, or sponges. - the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, and the customer¿s allegation was confirmed. The unit was inspected, and testing found foreign material clogging the nozzle, due to insufficient cleaning. Additional evaluation findings were as follows: due to the nozzle being clogged, both the air and water supply volume as well as the water removal ability did not meet the standard value, due to wear of angle wire, the bending angle in the up direction and the play of up/down knob did not meet the standard value, the bending section cover adhesive was chipped, cracked and had a white clouded area, switch 1 was worn, switch 3 had a scratch, the universal cord was twisted and wrinkled, the paint on the air/water cylinder and suction cylinder was peeling, the label on the scope connector was peeled, and the objective lens had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope failed to supply air and water. The issue was found during inspection before use for an endoscopic submucosal dissection treatment procedure. The procedure was completed with a similar device. There was no delay or report of patient harm associated with the event. The device was returned and evaluated; the nozzle was clogged with foreign material. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.